Event description:
It was reported that the keypad button presses did not activate desired pump functions. All the keypad buttons, except for the up arrow button, are reportedly very sensitive and activate scrolling on the display with minimal touch. Keypad is intacts. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the down keypad button was sensitive to button presses and sprung back when pressed, the up, ok and contrast keypad buttons were responsive to user input and sprung back as normal, it was observed that the down keypad contact was misaligned.